Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with burning, redness, inflammation, pimples, and infection, at the needle puncture. The patient reported that when the sensor was taken off that the site was irritated and suspected that a part of the sensor wire might have broken off in his skin. No action was taken at first, but two days later, he noticed the site was infected. The patient went to the hospital on (B)(6) 2024 and was prescribed an oral antibiotic co-amoxiclav 625mg twice a day for 5 days. After taking the antibiotic for 5 days the infection had not subsided. On (B)(6) 2024, the patient went back to the hospital and this time and incision and drainage was performed. The patient was discharged on the same day and was prescribed another course co-amoxiclav 625mg twice a day for another 5 days. No imaging was made to confirm if the sensor wire was related to the infection, this was only a thought the patient had themselves. The patient was not told that the infection would have been caused by a possible piece of a missing sensor wire. The patient suspects, that if there was a sensor wire to begin with, it was probably flushed out during the incision and drainage. At the time of the report the patient was recovering. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.